Event description:
The pump was returned for investigation. Evaluation revealed an internal motor defect. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was opened for further investigation, inspected the motor assembly and tested the internal motor, defect found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).